Event description:
New information received notes that the patient was stable.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. No further information was provided.